Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 454 mg/dl. Customer¿s blood glucose was dropped to 314 mg/dl after bolus. The customer was also treated with syringe. The customer was also reporting about crack on the centre button on an insulin pump troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The customer also states about infusion set cannula bent. The customer declined further troubleshooting. Insulin pump will be returned for analysis.